Manufacturer narrative:
Device not returned to manufacturer.

Event description:
It was reported that allegedly the patient's magec rod failed to lengthen. The physician explanted the rod without incident.